Event description:
Additional information received reported that the patient had a history of uti¿s and had daily genital irritations and self-catheterized. There were no impedance abnormalities noted at the patient¿s last reprogramming on (B)(6) 2013. The patient was seen on (B)(6) 2013 with cathed retention of 180cc and clear urinalysis.

Manufacturer narrative:
Product ID 3093-28 lot# v527947, implanted: 2010 (B)(6); product type lead product ID 3037 serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to urinate and the patient was using a catheter to empty. The patient had a urinary tract infection (uti) and had been on antibiotics for 2 days. The patient also had more urinary issues at night. It was also stated that the programmer broke and the buttons were sticking. The patient was instructed to try again and the programmer worked fine. The patient was to remove batteries and reseat them in the battery compartment.